Manufacturer narrative:
Dr. (B)(6) filed a complaint reporting migration of a tm ardis implant. Two months after the original surgery, posterior migration was observed and the implant was repositioned. The surgery pushed the original tm ardis implant anteriorly back into position and a couple weeks after, it was reported to have migrated again. The patient elected not to have a second revision. Since the implant was not received and the item number and lot number are unknown, the DHR could not be reviewed. The exact reason for migration is unknown; it was not confirmed that bone autograft was used. If more information is received that will contribute to this investigation, this investigation may be re-opened. Device remains implanted.

Event description:
On (B)(6) 2017, it was reported by the dr. That he has a patient where the tm ardis cage migrated twice towards the posterior. On may 8, 2017 - received information about a surgery to reposition the implant plus x-rays.